Event description:
Patient received a shock and in clinic follow-up patient presented in back-up mode. Per patient history, cause of back-up mode is unknown at this time. Device was successfully re-initialized, reprogrammed and a full follow-up was performed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.